Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 400 mg/dl, and the customer complained of chest pain as well as vomiting. No significant events leading to the hospitalization were observed. The customer was in the hospital for 4 days, of which she was in the intensive care unit for 2 days. Confirmed that the customer was wearing the insulin pump at the time of hospitalization. The insulin pump was not available for troubleshooting. The customer stated she was unsure but stated that she would possibly call back to troubleshoot. Nothing further reported.